Event description:
Pt reportedly dislocated hip. X-ray revealed femoral head disassociated from stem. The femoral head was replaced along with the acetabular insert even though no problem with the insert was reported.